Manufacturer narrative:
(B)(4). Concomitant medical products: 139256 893930 m2a-magnum 42-50 tpr insrt std. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 01549, 0001825034 - 2017 - 01551.

Event description:
It was reported patient has been indicated for revision approximately 9 years post-implantation due to pain; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the event, it has been determined that this device did not cause or contribute to the reported event.